Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely elevated calcium (ca) result that was obtained on a patient sample on a atellica ch 930 instrument. Quality controls (qcs) recovered within ranges on the day of the event. Review of the observed kinetics and an instrument data analysis indicated an issue in the measurement steps after the addition of reagent r2. Siemens recommended to replace the r2 probe, perform its alignment, and then replace the mixer. Siemens is investigating the event.

Event description:
The customer reported a falsely elevated calcium (ca) result was obtained on a patient sample on a atellica ch 930 instrument. The erroneous result was reported to the physician(s), who questioned the result. The patient sample was redrawn and repeated on the same instrument. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium (ca) result.

Manufacturer narrative:
Siemens filed the initial MDR, on 12-sep-2025. Additional information (13-oct-2025): siemens further evaluated the event by reviewing the available information in the complaint and concluded that the behavior was not related to the analyzer and the erroneous result was isolated to the patient sample in question. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples, indicating that the calcium (ca) assay was performing acceptably. The originally mentioned instrument issue was determined to not be the cause. The type of investigation, investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. No further evaluation of this analyzer is required.